Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump would not prime. The customer reported that numbers comes up on the screen during prime even without a reservoir. The customer's blood glucose was 134 mg/dl at the time of incident. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.